Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted (B)(6) 2008. According to the complainant, the patient experienced complications from the defective mesh, pain, incontinence, infections, erosion, and other complications requiring additional medical care and further surgical intervention. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.